Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll leaked cracked and the medicine is leaking out. Exposure to anticancer drugs. Drug ingredient unknown.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed a crack between the scale marks ½¿ and 1-1/2¿. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The probable root cause could be due to the machine outfeed dial being out of alignment which led to part slanting. Then the product tilted from the needle assembly dial slot pocket resulting in a crash and damage by the pocket dial and side guide during transition to the outfeed dial process. The defective parts were failed to be removed by the production technician which resulted in escapees to the next process. Action had been taken to communicate with production technicians on the importance of clearing jams and removing defective parts immediately as it may lead to damaged barrels.